Event description:
Per article by dr. (B)(6), "metallosis following silicone metacarpophalangeal joint arthroplasties with grommets: case report" there was a report of metallosis as a potential long term complication with the use of silicone arthroplasty. Hand (2012) 7:207-209 doi 10.1007/s11552-012-9401-9. Orig. Surg - ten years earlier.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.